Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a physician explanted a zenith flex, which was implanted in the patient 7 years ago, due to the damage in graft. The identity of the complaint device is still unknown. Additional information regarding the location of the damage, device identification, patient status and demographics, and details of the event have been requested but not yet received at the time of this report.

Manufacturer narrative:
Investigation/evaluation visual inspection, dimensional verification, and explant testing of the returned product has been performed. A document based investigation was also conducted including a review of the imaging provided, the instructions for use, and quality control data. Two postoperative CT studies dated (B)(6) 2013 (17-months post implantation) and (B)(6) 2017 (74-months post implantation) were provided and sent for expert review. Relevant findings of the imaging review include: endovascular repair of an infrarenal aaa was previously performed with a zenith flex (96 mm length) device and bilateral tfle iliac legs. At 17 months, the distal left iliac leg flares and seals for a length of 26 mm in the mid left cia with no distal endoleak present. The right tfle iliac leg overlaps in the ipsilateral limb by 38.5 mm. This leg flares and seals for a length of 19 mm in the mid right cia. No distal endoleak is seen. Both distal tfle legs flared to 20mm within the right and left cia (common iliac artery). At 17 months, a large type 3a endoleak is seen at the junction of the contralateral limb and proximal left tfle iliac leg. The 2 devices appear to be positioned end-to-end with no overlap. It cannot be determined if this was incorrect positioning at the time of initial repair or if the 2 devices became distracted in the interval following repair. There is communication of the endoleak with a patent ima and a patent lumbar artery, which could be contributing to the endoleak or could be providing outflow routes. At 74 months (after the index procedure), a bridging tfle leg appears to be positioned between the contralateral limb and the proximal original tfle leg. The type 3a junctional endoleak appears resolved. At 74 months, there remains a persistent endoleak in the anterior aaa sac. A pool of contrast is seen adjacent to the main body graft just above the contralateral limb to the right. This may track to another smaller area of contrast that appears adjacent to the origin of the ima (inferior mesenteric artery). The ima appears patent but direct communication with this contrast pool cannot be confirmed. This persistent endoleak is either a type 2 from the ima or a type 3b from the main body graft just above the contralateral limb. There is no posterior communication with any lumbar arteries. There is continued growth of the aaa sac to 87 mm at 74 months and shortening of the proximal seal length of the main body graft from 41 mm at 17 months to 21 mm at 74 months. There is progression of disease with increased dilation of bilateral common iliac arteries, resulting in loss of distal seal of bilateral iliac legs. On the right, the cia now measures 31 mm in diameter with a type 1b endoleak now evident around the right tfle leg. This endoleak extends to the origin of the right cia but does not appear to extend into the aaa sac or communicate with the other endoleak at the mid anterior sac. The left cia now measures 27.2 mm with a limited type 1b endoleak around the left tfle iliac leg. This endoleak does not appear to extend proximally. The image review confirmed that the observed endoleak 74-months post procedure was either a type 2 from the ima or a type 3b from the main body graft just above the contralateral limb. Calcification as reported in the additional information provided on 18oct2018 was not confirmed in this area. A definitive cause for this complaint cannot be confirmed based on the imaging provided. There was no indication that the device was manufactured out of specifications. Explant testing findings: the explanted cook endografts were returned for evaluation. The grafts were returned cut into six different pieces and sent to cook research incorporated (cri) for explant testing protocol. The returned devices were separated into 8 different components referenced as follows: component 1: distal portion of tffb containing one body stent and limbs. Component 2 was overlapped within ipsilateral limb. Component 2: proximal end of tfle leg overlapped in ipsilateral limb cut below the proximal seal and first body stent. Component 3: 1 body stent of the tffb graft. The graft material was cut above and below the mainbody stent. Component 4: proximal sealing stent and 1st body stent of tfle. Although this is labeled the distal sealing stent, the imaging provided suggests that the distal seal stent was 20mm. This was likely the contralateral tfle implanted in the original procedure. Component 5: uncut tfle leg with two sealing stents and one body stent overlapped within component 4. Based on the imaging provided, this was likely the tfle leg implanted in a secondary procure to treat the type 3a endoleak resulting from component separation between the original contralateral tfle and contralateral limb. The proximal seal stent was not returned with overlap between the contralateral limb. Component 6: 2 body stents of a tfle leg graft. The second body stent was flared. Component 7: 2 body stents of a tfle leg graft. Component 8: tfle graft portion containing 1 tfle body stent. The grafts were examined using gross, microscopic, radiographic, fluoroscopic, scanning electron microscopic (sem), and/or tissue analysis techniques, as necessary. Test results relevant to this failure mode include: - irregular strut deformation and fractures: two fractures were observed on component 7 body stent 2 and on component 8 body stent 2. The appearance of the surfaces of both fractures are suggestive of cuts during the explant procedure, rather than fractures in-vivo. - stent (wire) and solder corrosion: all cannula joints and stent wires had no observed signs of corrosion. - suture breakage: no blue suture failures were observed. One green suture failure was observed on component 3, body stent 1. One green suture fray was observed on component 6, body stent 1. The suture failures and frays did not appear to have affected the integrity of the stent attachment to the graft. - graft wear: graft cuts and frays were observed on the graft material at the proximal end of component 1 and the distal end of component 2, and the proximal end of component 4. Graft cuts and frays were also observed on the proximal and distal ends of component 3, 6, 7, and 8. Due to the shape and appearance of the cuts and frays, they appear likely to have been caused during the explant procedure. There was an abnormal graft hole observed on component 7 between body stent 1 and body stent 2. The approximate length of the hole was 15.70 mm. The width of the hole was approximately 1.25 mm. The hole appears to be due to a cut during the explant procedure. - suture hole elongation in graft: the largest suture holes observed on component 1, were 0.01 mm^2 found on body stent 1, contralateral stent 1, ipsilateral stent 1, and ipsilateral stent 3. The largest suture hole observed on component 2 was 0.02 mm^2 found on body stent 1. The largest suture hole observed on component 3 was 0.01 mm^2 found on body stent 1. The largest suture hole observed on component 4 was 0.02 mm^2 found on body stent 1. The largest suture hole observed on component 5 was 0.03 mm^2 found on body stent 1. The largest suture hole observed on component 6 was 0.03 mm^2 found on body stent 2. The largest suture hole observed on component 7 was 0.02 mm^2 found on body stent 2. The largest suture hole observed on component 8 was 0.01 mm^2 found on body stent 1. All observed hole sizes were less than the acceptable hole size of 0.2 mm^2. Explant testing confirmed that the two stent fractures observed were most likely a result of the explant procedure. The stents displayed no signs of corrosion. All cuts and frays observed on the returned grafts appear to have been caused during the explant procedure. One green suture failure was confirmed on the most proximal main body stent returned and one green suture fray was confirmed on the flared stent of a tfle leg graft. Both suture failures did not appear to have affected the integrity of the stent attachment to the graft. All observed elongated suture holes were less than the acceptable hole size of 0.2 mm^2. The largest suture holes observed on specifically the tffb graft measured 0.01 mm^2. The largest suture holes observed were 0.03 mm^2 both observed on different components of a tfle leg. The results of the explant testing on the returned devices could not identify a definitive cause for the type 3b endoleak reported. There was no indication that the device was manufactured out of specification. The reported type 3b endoleak is confirmed based imaging provided. The image reviewer reported that a persistent endoleak appeared adjacent to the origin of the ima, which is either a type 2 from the ima or a type 3b from the main body graft just above the contralateral limb. Explant testing of the returned devices could not identify an abnormal hole or elongated suture hole on the graft that could have contributed to the endoleak. A contributing factor for the observed endoleak could be related to the explant procedure. During explant, the aneurysm is opened resulting in an increased pressure differential between the flowing blood through the graft and the environment when compared to the contained graft within the aneurysm. This, along with probable anticoagulation use during the procedure could cause a type 3b endoleak from thinned blood leaking through the graft suture holes. Another contributing factor is related to the patient's condition. It was reported that the patient had hypertension. Hypertension could lead to increased pressure within the graft which could result in suture hole elongation over time. Fibrous thickening of the aorta partially consisting of precipitated cholesterin, calcification and osseous metaplasia was also reported. The presence of calcification can increase graft wear over time leading to type 3b endoleaks. Review of the imaging provided did not confirm calcification where type 3b endoleak was observed. A definitive investigation conclusion for this event could not be determined. This investigation found no indication that the device was manufactured out of specification. Possible contributing factors include the pressure differential and anticoagulation use during the explant procedure and patient condition (hypertension and calcification). Explant testing revealed there were no abnormal graft holes and all suture holes were less than the acceptable hole size. Two additional complaints were opened. One for the type ib endoleak on the right tfle and a second for the type ib and iiia endoleaks on the left tfle. These complaints are based upon the investigation findings during review of the imaging provided. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. Monitoring will continue to be performed for similar complaints. Appropriate personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information received since the last report was submitted.

Event description:
Additional information was provided on 18oct2018 with the following information. On (B)(6) 2011, the patient had an acute aortic dissection. It extended from the distal part of the aortic arch to the celiac trunk. It was a thrombosed type acute aortic dissection. The CT image taken at that time showed a fusiform true abdominal aortic aneurysm (aaa) below the renal artery. Its diameter was 58mm. Thus, evar using the complaint zenith was performed in (B)(6) 2011. Also, the 67-year-old male patient underwent aortic arch replacement surgery on (B)(6) 2012 using other manufacturers¿ devices to treat his thoracic aortic aneurysm (taa). Follow-up CT imaging conducted on (B)(6) 2013 revealed an expansion of aneurysm and therefore, an additional evar was performed on (B)(6) 2013. On (B)(6) 2014, embolization of inferior mesenteric artery was performed as a type 2 endoleak was observed on the patient. After that, the physician followed up periodically by monitoring with CT scan. However, on (B)(6) 2018, expansion (68mm became 78mm in half a year) of the aaa below the renal artery was observed. So, the replacement surgery to artificial vessel was determined to be performed and the patient was hospitalized. Although endoleak was also seen in the descending aorta, no expansion in its diameter was observed. There was tortuosity in the descending aorta. The diameter of the aaa increased, but it was difficult to judge if there were any endoleaks or not. According to ECG, the patient had first-degree atrioventricular block and left axis deviation. On (B)(6) 2018, graft replacement of abdominal aorta was performed through an abdominal midline incision. As no type 2 endoleak from the inferior mesenteric artery (ima) was observed, the ima was ligated. The wall of the aneurysm was cut down, which revealed that there was no type 2 endoleak from the lumber artery. However, after peeling the blood clots in the aneurysm, it was confirmed that there was a type 3 endoleak from the suture holes of the zenith leg. The blood was leaking from three holes of the leg. A type 3 endoleak from the suture hole of the right limb of the main body was also observed where the expansion of diameter of aneurysm was observed during CT monitoring prior to the procedure. After the removal of the blood clots was completed, the main body was cut down and was explanted. Only the most proximal stent of the graft remained in the aorta. Additionally, two zenith iliac legs were cut down and explanted. Again, only their most distal sealing stent remained in the patient. Then, an artificial vessel from another manufacturer was implanted. After the procedure, the patient was transferred to intensive coronary care unit (iccu) and there, by using fentanyl, pain control was performed. One day following the procedure, the patient was moved to general ward. However, the patient complained of strong pain and he could not leave the sick bed. It was confirmed that he was suffering from paralytic ileus. Vomiting or nausea were not seen on the patient, but he was still reluctant to intake orally. Without reducing the pressure, by adjusting the phase of the fentanyl, the physician attempted to encourage the patient to leave his sick bed and gradually, the result of the x-ray imaging and diagnosis of the abdominal region began to show improvement. The patient began to eat liquid food five days after the procedure. After that his condition steadily improved and he was able to eat normal food and leave his bed. Eleven days after the procedure, the patient left the hospital and went back to his house. He was not in pain and the diameter of the aneurysm had decreased. There was an endoleak in the descending aorta and according to plain abdominal radiography: colon gas + and no paralytic ileus.

Manufacturer narrative:
Additional information received on 18oct2018: details are provided in sections: a2, a3, a4, b3, b5, b7, d7, d10.

Event description:
It has been reported that the damage was observed only in the main body.

Manufacturer narrative:
Additional information was received on (B)(6) 2018 stating that the damage was observed only in the main body. Additional information was received on (B)(6) 2018 stating that the damage was observed only in the main body.